Event description:
It was reported to a physio-control sales representative that the customer received a device that had all three (attention, battery and service wrench) indicators visible in the device's readiness display when they took it out of the shipping box. Nothing happened when the lid was opened and the on/off button was pushed. When a new charge-pak was installed, the device would still not turn on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on and that all three (attention, battery and service wrench) icons were shown in the device's readiness display. The unit would start up, but power off again after 2 seconds. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to turn on. It was observed that a capacitor, designator c76 on the digital pcb assembly had shorted and burned, which caused an off current of 11 ma and the internal hlc battery cells and the charge-pak cells to be depleted. A replacement device was provided to the customer.